Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported broken belt clip. Customer's blood glucose was 471 mg/dl. He stated his blood glucose was high because he needed to change his infusion site. He also stated he treated his blood glucose with the insulin pump. No add'l info provided.